Event description:
Manufacturer received a call advising that the patient allegedly received a mild concussion due to a fall involving a hoyer lift and invacare sling. The lift was manufactured by sunrise medical.